Event description:
It was reported that the patient alert triggered due to high impedance on the right ventricular (rv) lead. The lead subsequently tested out of specification. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and revealed that there is an intermittency between the pin and cap on the is-1 connector. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental cracking, and the outer insulation had cosmetic depression.